Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states they believe the batteries are not making contact with the battery cap. The customer's blood glucose level was unknown. Troubleshooting was conducted. The customer is being sent out replacement battery cap. The customer was advised to monitor the device and call back if issues persist.